Event description:
It was reported that the lubricant packet of the magic 3 hydrophilic intermittent catheter was upside down in the package and made very difficult to open . Patient also stated that the opening where they could open the package was stuck together so tight and the patient could not open it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lubricant packet of the magic 3 hydrophilic intermittent catheter was upside down in the package and made very difficult to open . Patient also stated that the opening where they could open the package was stuck together so tight and the patient could not open it.

Manufacturer narrative:
The reported issue was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "lack / incorrect instructions for loading components to cavity". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.